Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. It was reported the end user declined troubleshooting. Per reporter residual volume was: 7.4 rate 2 and 84.6 was given. No adverse patient effects were reported. No additional information is available at this time.